Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The certas valve (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to the customers working environment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
I was reported: "the end user mentioned that they may have a shunt in their brain, and that the setting recently changed from 7 to 8. They also noted that they had driven an electric car and are wondering if that could have caused any side effects. Also reached out with the doctor and was advised that they are not."